Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the suggestion was notified to product complaints and created (B)(4) - per no suspect device was returned for this investigation; therefore, an external inspection could not be performed. Log review was not able to be performed as the devices or tubing sets were not returned for investigation. Testing was not able to be performed as the devices or tubing sets were not returned for investigation. The alaris¿ system with guardrails¿ suite mx user manual v9.33 notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The device was reported to have been in use not as intended for treatment purposes as designed by bd per 21cfr 820.198(d)(2). Root cause: the reported suggestion has been addressed, (B)(4) - per evaluation was opened to follow up and provide feedback mentioning the problem according to the event.

Event description:
It was reported feedback from the customer that when an alert on the pump states that the "bolus vtbi exceeds projected remaining continuous vtbi", the customer felt that by pressing the "confirm" key, it would lead to erroneous programming. There was patient involvement, but no harm. Additional information received: the clinician states "I was just trying out a possible human error in programming and so intentionally dialed in a higher bolus dose." The clinician confirmed a higher bolus dose was not delivered to the patient. Per request regarding pressing getting rid of the "confirmed" button when vtbi exceeds remaining continuous vtbi, as this may be confusing to clinicians. Also, have the channel remember the last dialed in bolus. Currently one has to go through multiple button pushes to set and deliver another bolus if needed."